Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed gums (gingival injury). Head came off and I then stabbed myself in the gums with the metal rod - oral-b power refill (injury associated with device). Heads fall at times...head came off - oral-b power refill (device breakage). Heads are slipping, become loose - oral-b power refill (device connection issue). Case description: consumer e-mailed stating brush heads come loose and fall/come off. No serious injury was reported.

Event description:
Stabbed gums [gingival injury]. Head came off and I then stabbed myself in the gums with the metal rod - oral-b power refill [injury associated with device]. Heads fall at times...head came off - oral-b power refill [device breakage]. Heads are slipping, become loose - oral-b power refill [device connection issue]. Case description: consumer e-mailed stating brush heads come loose and fall/come off. No serious injury was reported.

Manufacturer narrative:
02-jul-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 24-may-2018. Toothbrush heads identified as oral-b precision clean brushheads on 12-jun-2018. Product return was received and evaluated. No failure could be identified, the product is according to specifications.